Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional procedure using a 6f sheath. Reportedly, a cuff miss occurred. In addition, upon removal of the device, the distal guide broke but still held by the actuator wire. A cut down was done to remove the device and hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Return device analysis noted that the posterior foot was separated and not returned. Follow-up with the account confirmed that nothing was left in the patient's anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break, failure to cycle (needle to cuff miss) were confirmed. Additionally a posterior foot break/not returned was found during evaluation of the returned device. The location of the detached foot is unknown; however, it was confirmed to not remain in the patient anatomy. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.